Event description:
Pt's wife reported, pt received an overdose due to subcutaneous pocket fill during a pump refill with baclofen and morphine. The pt was treated in the emergency room with narcan for morphine. The MFR's rep stated, the pump was explanted and is being held at the hosp due to legal restrictions. The pt is pursuing legal action.